Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. Device identifier: (B)(4). The device was returned to manufacturer for evaluation. Upon evaluation of the returned unit, the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted the index knob and the lock needed new components added to replace worn internal parts. Unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. No other issues observed. The device history record showed no abnormalities related to the reported failure. Complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was received for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer initially sent in the a1059 mayfield modified skull clamp for preventive maintenance but upon evaluation, it was determined that the lock had both rotational and lateral movement and a residue build up was present. Upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. There was no known patient injury nor delay in surgery reported.